Event description:
It was reported that a user experienced recurrent low glucose values, including multiple recent episodes with one prolonged event that reached below 40 mg/dl, while using the ilet bionic pancreas as intended; device dosing and meal announcements appeared within expected patterns, and time in range was acceptable. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and concern about overnight lows, without hospitalization. Investigation included review of available device reports and user history. Investigation of this case revealed no device malfunction was identified based on reported dosing and alarms, and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.